Manufacturer narrative:
Product analysis summary: the device returned with a detachment on hypotube approx. 28cm distal to strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Further bends were evident on the hypotube both proximal and distal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. No stent deformation was evident. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Additional information: the detachment did not occur when the device was in the patient. The detachment occurred after the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the rca with 95% stenosis. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using a non medtronic device. No patient injury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.